Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the user noted a single jaw of the maryland bipolar forceps (mbf) instrument was not working and the inner rope was broken. A similar backup da vinci instrument was used to continue with the case. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps (mbf) instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations confirmed the customer reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. Additionally, the instrument was found to have thermal damage on the bipolar yaw pulley. Thermal damage was observed to be in multiple locations on the yaw pulley.